Event description:
It was reported that the customer received a button error alarm on the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to moisture-damaged keypad traces. The insulin pump had a scratched display window, a cracked display window corner, a cracked reservoir tube, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.